Manufacturer narrative:
(B)(4). Correction: date of event corrected to (B)(6) 2015. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a definitive cause for this incident. In this case, there is no evidence of device issue or malfunction in causing or contributing to the reported death. The time interval between the clip procedure and the death of more than 5 months minimizes the possibility that the device or procedure was causal or contributory to the death. It should be noted that the reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial medwatch, additional information received: on (B)(6) 2015; an echocardiogram was performed displaying mild mitral regurgitation. The mitraclip remained stable. On (B)(6) 2015, the patient became unresponsive at a social event and was pronounced expired at a hospital. No testing or autopsy was performed. There was no additional information provided.

Event description:
This mitraclip report is being filed as the patient expired, approximately 5 months post clip implantation; the cause of death is unknown. It was reported that on (B)(6) 2015, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr to 2+, without a reported malfunction. On (B)(6) 2015, the patient became unresponsive and expired while sitting at a social event. Attempts to revive her in the field were unsuccessful. The study physician indicated the death is possibly related to the implanted clip although there was no reported clip malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Subsequent to the previous MDR submitted, the physician indicated death was not related to the mitraclip device or procedure. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the patient died as a result of atherosclerotic cardiovascular disease. Per physician, the event was unrelated to the device and unrelated to the procedure. There was no device malfunction. Based on the new information, this event would not be MDR reportable.